Event description:
It was reported that cgm displayed repeated error messages over two days, leading caller to reset pump twice and contact support after second occurrence. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support confirmed shipping address, instructed customer to place problematic pump in storage mode before return, explained need to reenter pump settings and reconnect cgm on replacement pump, and arranged return of faulty pump using prepaid label within specified timeframe.